Event description:
The patient stated that her blood glucose was elevated to 409 mg/dl, when she woke up in 2007. She gave herself a 10 unit bolus, but her blood glucose did not lower. She stated she had changed her piston rod previously to lower elevated blood glucose, but this did not help. She stated that she has some scar tissue at her infusion sites and sometimes scabs form. The patient did not require medical attention from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.